Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that they were unable to clean debris. There was no consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: unable to clean debris. The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that pinnacle dm liner trial 48_41 shows debris on partial parts of its surface. Potential cause for the foreign substance can be traced to maintenance, as this kind of condition may happen due to improper cleaning/sterilization. As per IFU-0902-00-865; clean instruments as soon as possible after use. If cleaning must be delayed, immerse instruments in a compatible detergent solution, spray with an instrument pre-soak solution, or cover instruments with a towel moistened with purified water to prevent drying and encrustation of surgical soil. Process instruments as soon as is reasonably possible after use. It is recommended not to delay cleaning for more than 16 hours. Prepare an enzymatic cleaning solution in accordance to the manufacturer¿s instructions. Soak soiled devices for a minimum recommended time specified by the enzymatic cleaning solution manufacturer or 5 minutes, whichever is longer. Prepare a ph neutral (ph 7-9) detergent cleaning solution. Use a soft non-metallic bristle brush (plastic bristles, like nylon) to thoroughly scrub all traces of blood and debris from the device surfaces for one minute. Rinse the device with warm, 30°c - 40°c (85°f ¿ 104°f), tap water for a minimum of one minute and until visual evidence of debris, soil, and cleaning solution are gone. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinnacle dm liner trial 48_41 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.